Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred during a bolus delivery. It was also reported that the pump requested a minimum of 50 units of insulin after loading the cartridge with 300 units of insulin. The customer reported a blood glucose (bg) level above 400 (mg/dl). Manual injections were delivered to address bg levels. Troubleshooting indicated the occlusion was possibly at the infusion site; however, the customer declined to change the site. A new cartridge was successfully loaded onto the pump to resolve the minimum fill issue.